Event description:
It was reported by the user site that on (B)(6) 2026, during use of a selenia dimensions mammography system, standard, 2d, the system generated multiple errors that prevented image acquisition and resulted in a system shutdown during a patient exam. No patient or user injuries were reported. Hologic technical support (ts) reviewed the system logs and determined that two separate events occurred. In the first event, ts reported that the grid did not retract during a tomosynthesis exposure while the tomosynthesis angle was at 0 degrees. In the second event, ts reported that the c-arm was initially positioned at 0 degrees when the user pressed the right rotation switch to move the c-arm to approximately +45 degrees. After the rotation switch was released, ts reported that the c-arm drifted a few degrees beyond the commanded position, resulting in unintended rotational movement of the c-arm and the generation of an error code. Hologic field service engineers (fses) were dispatched to investigate the device and determined that the system was not operating properly due to issues with the drag brake and grid assembly. During the inspection, the fses physically examined the grid, c-arm, and associated hardware and wiring and verified that no loose hardware or damaged wiring was present. The grid assembly was replaced and the drag brake was replaced to address the reported condition. The fses also inspected the c-arm rotational components, including the worm gear assembly, rotational potentiometer function, and brake assemblies, and verified proper mechanical operation. The fses checked the vertical travel assembly control board for the proper voltage. A rotational brake clutch was installed by the fses on the worm gear shaft and the system motion components were calibrated and aligned as required. After completing the repairs and calibrations, the system was operated through multiple test runs to confirm proper performance. The system was verified by the fses to be operating according to manufacturer specifications and was returned to service. No further information is currently available.